Event description:
It was reported that the pump gives faulty pressure alarm even though all lines and catheters are clear. There was no reported patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump gives faulty pressure alarm even though all lines and catheters are clear" was confirmed. The pump gives pressure alarm even if the lines are clear. The reported issue was determined to be caused by missing calibration and was addressed by calibration of the downstream occlusion sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.